Manufacturer narrative:
Device evaluation confirmed the reported issue. Device evaluation found device with no image displayed due to a bad video connector. Broken, cracked pin were observed on the connector. Based on evaluation findings the reported issue was found to be due to a broken video connector attributed to electronic component failure. Root cause of the damage, broken pin is unknown. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with no picture, when plugged in, only color bars showed. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. The device was repaired and returned to the customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.